Manufacturer narrative:
The pump was returned to the manufacturer and analysis identified high battery resistance; gear train anomalies due to corrosion, wear and/or lubrication; and a stall that was a result of shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal 2000mcg/ml at 450mcg/day via an implantable pump. The indications for use were not reported. Early battery depletion of the pump was reported. The pump began alarming on (B)(6) so the patient was brought to the ER (emergency room). Telemetry was performed on the pump and it showed that it was in ¿safe mode¿ and ¿reset occurred¿. The company representative had read the logs and all the events were dated the same day (B)(6) 2017, showing device reset, battery low. The pump continued alarming until it was explanted and replaced. In the meantime, the patient was experiencing increased rigidity and spasms. The issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury. No further patient complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.